Manufacturer narrative:
Other, other text: , corrected data: correction to supplemental report 001, g4: date received by manufacturer: 01-may-2021.

Manufacturer narrative:
Other text: device evaluation: three device samples were returned for analysis in used condition without their original packaging. An air cuff symmetry test was performed and the investigation found that when the samples were inflated with air, the cuff inflated completely. When measuring the cuffs, the percentage for the symmetry was for sample 1: 50%, sample 2: 50%, sample 3: 44.4%. These results are over 33.3% that is the minimum acceptable. Based on the test the units were within specification. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical trach tube inflates only three fourths of the way around which left an incomplete seal. The cuffs were able to be inflated but this required a significant amount of manipulation to achieve this. The customer is concerned about sterility of the cuffs if this is needed to be done prior to insertion. There were no reported adverse events.